Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that malfunction of spinal cord stimulator (scs) was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was implanted with a non-boston scientific device.

Event description:
A report was received that malfunction of spinal cord stimulator (scs) was suspected. The patient will undergo an explant procedure.